Event description:
During an initial implant procedure, the right ventricular (rv) lead was connected to the device and noise signals were present on the rv channel. The lead was connected to the pacing system analyzer (psa) and the measurements were appropriate. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of defective device, signal artifact/noise, and unable to insert the lead were not confirmed.the device was near beginning of life (bol) level upon receipt. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Electrical and mechanical analysis performed indicated normal functionality. Additionally, results from sensitivity test performed at most sensitive level measured normal results. During the analysis the leads were inserted and removed multiple times without any issue. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.